Event description:
It was reported that the programming tablet was reporting a "failure to open port" error. No patient was affected as an alternative programming system had been used. Troubleshooting was performed. Troubleshooting included performing a hard reset, re-seating connections, and verifying 9v battery was appropriately charged. A new usb serial adapter cable was sent to site. The tablet usc serial adapter cable was received by the manufacturer. However, analysis has not been completed to date.

Event description:
An analysis was performed on the returned tablet usb to db9 serial cable, and the reported allegation was verified. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.